Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing intermittent stimulation associated with certain movements or positional changes, and prolonged charging time of their evoke closed loop stimulator (cls). A revision procedure was performed, and the cls was replaced to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d - device available for evaluation. Section g - date received by manufacturer; type of report. Section h - evaluation codes. The evoke cls was returned to saluda for analysis. The device logs were reviewed and confirmed multiple instances of therapy stopping due to reed switch. At the time of the reported event, the patient did not identify sources of magnetic exposure which could engage the reed switch. The device passed functional testing. The reed switch functionality was confirmed to be performing as intended. When introducing a magnet, the returned cls stopped stimulation at the same distance as a referenced cls with no anomalies identified. The reported event of unexpected engagement of the reed switch was not able to be confirmed or replicated during analysis. The returned cls was depleted and fully charged during investigation. The reported event of prolonged charging time could not be replicated. The root cause of the reported event cannot be definitively determined. The evoke scs system user manual states, ¿the ¿charging link¿ indicator shows the quality of the link between the charger coil and the cls.¿ the manual advises that with ¿marginal alignment¿ in the charging link indicator, charging is possible but may take longer.